Event description:
Procedure: minimally invasive aortic valve replacement. Using propege peripheral retrograde cardioplegia device. At end of procedure, when pt is off bypass, pt bp decreases; pt placed in trendelenberg, carotid pulse palpable, increase colloid and fluids, vasopressors given. Hypotension noted, levophed increased, albumin given, on tee, there was no evidence of pericardial fluid collection, and ventricle appears empty. Pt has volume deficit, as evidenced by tee, noted blood draining through cardioplegia line, stopcock open - line disconnected, pt still receiving fluids with palpable carotid pulse, normal ventricle wall motion on tee, sp o2 % 98-100%. Pressors given through piv and central line, ongoing volume resuscitation. Pt requires blood transfusion and extra hosp day, but does well post op, and is discharged home. On (B)(6) 2014 pt on bypass 1100, off bypass at 1323, cardioplegia line disconnected at 1450.